Manufacturer narrative:
Date of event: the exact date of event is unknown; therefore, this field was populated with (B)(6) 2022. The biosense webster, inc. Product analysis lab received the device on 28-jun-2022. The device evaluation was completed on 29-jul-2022. The product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Also, the dilator was inspected, and a bent was observed. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve dislodgment could be related to the issue reported by the customer. A device history record evaluation was performed for the finished device 00001905 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, large and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside of the hub component. Initially, it was reported that the physician could not insert the dilator into the vizigo¿ sheath without damaging it (kinking or bending it). The dilator was inserted correctly and was moistened beforehand. There was no physical damage on the sheath/hemostatic valve and no occlusion when irrigating the sheath. The sheath was not narrowed nor partially blocked. The surgery was delayed by about 5 minutes. The sheath was replaced with a new vizigo¿ sheath and the procedure was successfully completed. No adverse patient consequences were reported. The dilator damage was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. The awareness date for this reportable lab finding is 29-jul-2022.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 24-aug-2022, it was noted that the healthcare provider's name was inadvertently omitted on the initial report mwr-29072022-0001230559. Therefore, the following fields were updated on this report: e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e2. Health professional, e3. Initial reporter occupation.